Event description:
It was reported that the patient vomited blood and was admitted to the hospital. The device was interrogated and data revealed that the device had no output due to normal battery depletion. The lead had high threshold and unipolar impedance was higher than bipolar impedance due to a suspected lead insulation breach. The device was explanted and replaced. The lead is still in use but will replaced in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.